Manufacturer narrative:
Continuation of d10: product ID: tm90q0, serial/lot #: (B)(6), ubd: 08-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they were using the patient application they were getting a message that said the communicator required an update. The handset would display a progress bar, but it would not complete the update. The caller had power cycled the handset and the same message occurred in the patient app. When using, the clinician app it displayed a message that said, "handset update required-follow the handset update procedure to download the latest version of the communicator update app." The issue was not resolved with troubleshooting. Technical services (tss) placed a request to send a replacement handset. The patient called back and said they got a replacement handset, but they didn't get a communicator. The patient said the manufacturing representative (rep) took their handset and communicator. The agent sent a request to repair to send a communicator and also sent an email to the rep to send back the handset and communicator and reference the case.